Event description:
It was reported that the insulin pump received a button error alarm. Customer pressed the esc and act button to clear the alarm and there was no response. Nothing further reported.

Manufacturer narrative:
Insulin pump received with button error alarm and no button response due to corroded keypad traces. Device received with minor scratched display window,cracked battery tube threads and cracked reservoir tube lip.